Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was unknown. It was unknown if the patient was hospitalized. The patient was treated with magnova injection (1gm, route, frequency and duration were not reported) for the event. At the time of this report, the patient was recovered. Pd therapy was ongoing. No additional information is available.